Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, of an introducer needle broke from the applicator during insertion of the sensor. The insertion site was at the abdomen. No additional event or patient information is available. The complaint states the patient experienced an introducer needle broke from the applicator during insertion of the sensor. Product was not provided for investigation. However, photographs were provided which did not confirmed the alleged malfunction. The root cause could not be determined.